Event description:
A physician attempted arteriotomy closure with the perclose at 6 fr in the right and left groin. Fourteen days later, a patient presented with a staphylococcus infection. A surgical resection of the left groin and a revision of an aneurysm spurium was performed. Nine days later, the patient presented with a right groin infection, an aneurysm spurium and a dissection in the common iliac artery. A surgical resection of the right groin and a revision of the common iliac bifurcation was performed. Seven days later, a physician diagnosed an aneurysm spurium on the common iliac bifurcation and an infection. A physician performed a surgical resection and revision, stent removal and treated several arteries and veins. During this surgical procedure, the patient died. This medwatch is for the perclose at used in the right groin.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.